Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing had detached close to the site. The site location was the upper part of the buttock. The pump was worn on the patient's hip. The infusion had been in use for about 8 hours and the infusions were stored at normal conditions. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.